Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2013 to (B)(6) 2014 (272 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial investigation of the returned blood pump confirmed a defect of the blood-side layer of the triple layer membrane. The evaluation of the blood pump s/n (B)(4) is still ongoing. The cause of the defect in the blood-side layer of the triple layer membrane has not yet been determined.

Event description:
Berlin heart (B)(4) was informed by the site that blood was detected around the stabilization ring in the blood pump in a patient supported in a lvad configuration. No changes in patient hemodynamics or pump function were reported, and the patient did not experienced any adverse events as a result of the incident or the blood pump exchange.